Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported 3 discrepant results when testing on tango infinity. Screening cells (biotest cell 3) were negative and the panel cells (biotest cell-i8) showed positive results and vice versa. The customer did neither return the supposedly defective products nor the samples that had caused discrepant test results. Therefore our quality control laboratory tested their retain samples of biotest cell-i8, #8725011-00 and biotest cell 3, #8723021-00 with different samples and controls. The antibodies: anti-e, anti-jka and an anti-d were also tested on tango infinity. All positive and negative reactions were correct for antibody screen and identification. We did not observe any false negative reactions. Testing by the quality control laboratory confirmed that the allegedly defective lots of biotest cell-i8 and biotest cell 3 function correctly. A review of the batch record documentation showed no irregularities which might have negative influences on the quality of the allegedly defective lots. The affected tango infinity was inspected by our field service engineers. A buildup on outside of the spolv was observed and therefore the wash station pump and check valve with associated tubing were replaced. After performing post service verification procedure the instrument was confirmed functioning within specification.